Event description:
It was reported that a pt underwent a colectomy procedure on (B) (6) 2009. Prior to use, the reservoir did not inflate with air during pre-test of the function of the reservoir. The surgeon opined that the anti-reflux valve was closed and did not open. A second like device was used with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.